Event description:
Additional information received reported the procedure was completed by opening more coils and proceding. The damage was noticed when it was removed from the package pulled from the hoop. There was no damage or evidence of tampering to device packaging. The proximal end of the¿pushwire was¿secured in the guidewire clip (black rubber stopper) when the¿package was¿opened. Coil was not used and did not enter the body.there was no kink/damage observed to the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID pv-16-40-helix (b813265); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two coils were opened and inspected. When the coils were removed from the packaging hoop, it was noticed that the coils were broken at the hypo tube break indicator. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing embolization of the gonadal vein. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Ancillary devices include a 2.4f progreat microcatheter.